Event description:
It was reported by service report that the patient right siderail latch was on top of the bed. It is unknown if there was patient involvement, however no adverse consequences are reported.